Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right atrial lead had high impedance. During a routine device replacement procedure, the procedure notes indicate the physician considered replacing the lead however at the end of the procedure, it remained an active lead. No patient complications have been reported as a result of this event.